Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak in the clip delivery system. It was reported that during preparation, flushing of the clip delivery system (cds) was performed, but water leaked from the lock lever cap. It was noted that the lock lever cap was attempted to be closed but was unable to be fastened. The cds was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the returned device analysis confirms the reported leak issue. Additionally, the lock lever shaft was observed to be twisted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated. The reported leak and unstable cap appear to be due to the twisted lock lever shaft. The investigation determined that the twisted lock lever shaft is related to a product quality issue. The issue is being addressed per internal operation procedure. Abbott vascular (av) will continue to trend the performance of these devices.